Manufacturer narrative:
Citation: bach. D., impact of implant technique following freestyle stentless aortic valve replacement, the annals of thoracic surgery, (B)(6) 2002; 74(4): 1107-1114doi-10.1016/s0003-4975(02)03832-8. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding impact of implant technique following freestyle stentless aortic valve replacement. All data were collected from multiple centers from august 1992. The study population included 662 patients (predominantly male). All of them were implanted with 19 mm, 21 mm, 23 mm, 25 mm and 27 mm medtronic freestyle valve. The serial numbers were not provided. Among all patients adverse events included: moderate aortic regurgitation (ar) and reoperation for an unspecified cause. Based on th e available information, a direct correlation was likely between the observed adverse events and medtronic product. No additional adverse patient effects or product performance problems were reported.